Event description:
It was reported that during a coil embolization procedure, the coil was deployed in an unintended location and removal difficulties occurred. The target vessel is located in a moderately tortuous internal carotid artery. An 8mm x 20cm fibered interlock detachable coil was selected to treat the target vessel. Using continuous flush, the coil was inserted into the .022¿ non bsc microcatheter, but could not be advanced. The device was removed, but angiography was then performed and revealed the coil remained inside the microcatheter. It was further noted that the introducer sheath may not have been seated firmly in the hub of the catheter during removal. The coil was pushed out of the microcatheter and into the internal carotid artery. However, it was noted that the coil did not come into contact with the other previously deployed coils. Snaring was then performed, but the coil got unraveled and was stretched to the puncture site. Part of the coil was removed outside the patient and some part of the coil remained inside the patient. The procedure was completed. A stent graft is intended to be implanted at another time and the remaining portion of the coil will be removed during that procedure. There were no additional patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter with one or two radiopaque (ro) tip markers.¿ (B)(4).